Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vf detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 383069 lead; 6935m55 lead implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a delay in therapy.  It was noted that the device classified the episode as non-sustained ventricular tachycardia when the detection was a sustained ventricular fibrillation (vf) event with an occasional drop out.  It was further reported that some non-sustained ventricular tachycardia episodes also showed what was consistent with either double counting or t-wave oversensing (twos).  It was noted that the remote transmission showed the patient going into multiple rhythms.  It appears the patient went into a ventricular arrhythmia that waffled in and out of the zone but was never detected.  The rhythm appears to continue, never detecting until the treated episode where it appears to break the rhythm then starts pacing and capturing.  It was noted that the current electrograms (egm) on the second transmission appears to be not capturing and having what appears to be consistent with agonal beats at random times.   It was also noted that there were waveforms that were not marked with sense markers.  Many of which are following larger ventricular complexes that could possibly be related to auto adjusting sensitivity immediately following larger sensed events causing the smaller complexes to follow.  It was further reported that the right ventricular (rv) lead had a lead integrity alert (lia) trigger due to high-rate non-sustained episodes and a high sensing integrity counter (sic).  The patient had an agonal rhythm and ultimately passed away.